Event description:
The customer reported to olympus, that the gastrointestinal videoscope's oridome part wrinkles and separates. The device was returned for evaluation. During the device evaluation, the following was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1/establishment name: (B)(6). Prior to the device being returned, the customer cleaned, disinfected, and sterilized the device. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with a detergent solution. Additionally, there was no discomfort and reprocessing were carried out as usual. The device was returned to olympus for evaluation and the evaluation found the following: the connecting tube had a wrinkle, the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip, the forceps could not be inserted smoothly due to a dent on the channel tube, the adhesive around the objective lens and light guide lens was peeled, the forceps channel port and suction cylinder were shaved, switch 4 had wear, and the following had discoloration; the connecting tube, suction connector, and control unit. Additionally, the following had scratches: the plastic distal end, scope connector cover unit, suction connector, protector of the universal cord on the suction connector side, universal cord, forceps channel, grip, scope cover, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, control unit, and the switch box. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented in accordance with the following instructions for use: detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.